Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an inaccurate fill estimate of 120 units when the cartridge was filled with 300 units. The customer's blood glucose was 200 mg/dl. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. Reportedly, the customer reloaded the cartridge successfully after the call with tandem technical support.